Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension.

Event description:
The patient reported via manufacturer representative that they were not getting pain relief and their extension was superficial, it was noted that the patient had lost some weight. Reprogramming was performed as an attempt to resolve the issue. The entire system was explanted on (B)(6) 2016. Per manufacturer representative, the issue was resolved at the time of the report. The indication for use is spinal pain.

Event description:
Additional information was received from the manufacturer representative. It was clarified that the cause of the extension being superficial was that the patient lost weight. The cause of the lack of pain relief was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.